Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed, and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported during an intraocular lens (iol) implant procedure, the intraocular lens was implanted using the cartridge it was found that one of the haptics had come loose from the lens. The lens was removed during initial procedure. Additional information has been received and stated that the surgery was completed with the replacement lens. There was no patient harm.

Manufacturer narrative:
Additional information was provided in d.10., h.3., h.6. And h.11. A non-qualified cartridge and viscoelastic were indicated. It is unknown if a qualified handpiece was used. The company lens models is only qualified for use in the company cartridges. The root cause for the reported damage would be related to a failure to follow the IFU. A non-qualified cartridge and viscoelastic were indicated. The IFU instructs company foldable iols are qualified for use with an company qualified delivery system (handpiece and cartridge) and ophthalmic viscosurgical device (ovd) combination. The IFU instructs that an company qualified delivery system and viscoelastic combination should be used. The use of an unqualified combination may cause damage to the lens and potential complications during the implantation process. The lens carton label and lens case label are designated with smallest qualified cartridge information. File will be reopened if new information or the sample is received. The manufacturer internal reference number is: (B)(4).